Event description:
On 05-sep-2025, the user¿s daughter reported repeated leakage issues with convatec contact detach 23" 6 mm infusion sets, believed to be a faulty lot. The highest blood glucose (bg) recorded was 401 mg/dl, with prolonged elevation for six (6) hours. The user, who has limited mobility and is in end-stage cancer treatment, was assisted by her daughter. Blood glucose (bg) was corrected by completing a supply change. The user's reported symptoms during the event included thirst and nausea. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.